Event description:
It was reported that the patient's previous physician kinked the catheter with a stitch. The patient stated that when the physician 'did the test he did it wrong' and 'he pushed too hard and had to force it.' The patient immediately got a spinal headache. The patient was sick for about 3 weeks with a urinary infection and became septic. The patient was admitted to the hospital around (B)(6) 2011 and the patient's temperature was too high to surgically repair the catheter; the surgery was performed on (B)(6). The patient continued to have recurring urinary tract infections and had been in and out of the hospital and had been intubated. The patient had again become septic. The doctor had treated the wrong bacteria and the correct specimen was found during surgery. The patient stated that during hospitalization he had been placed on CPAP machine and at that time all pain medications were stopped. The patient was released from rehabilitation in (B)(6) 2012 due to the procedure to 'fix the pain.' The patient stated that he had not been able to walk since the test in (B)(6). It was also noted that the patient had a disc infection. The patient stated 'removing disc and hardware placed (B)(6) 2012.' The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).